Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2025 and there was some measurement deviations, due to which, a return material authorization (RMA) was authorized for sensor removal and replacement (reported under (B)(4)/ nca ref (B)(4). The sensor was removed on (B)(6) 2025 and during the time of removal, the hcp diagnosed that the site was infected. The hcp prescribed antibiotics to treat the infection. The user was later inserted with a new sensor to continue using eversense e3 cgm system.the patient is currently doing fine. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the site of sensor removal site, on 14-mar-2025. The hcp prescribed antibiotics to treat the symptoms.